Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: burr device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was broken (2+ pieces): chipped/shaved/delaminated and ran in locked position. It was determined that the device had component and labeling damage. It was further observed that the tool could be stopped by hand with no drive, the red dot on the connector shell was missing, the label was rusty, and the resistance measurement was out of tolerance. It was further determined that the device failed pretest for break out box motor assessment, safety check assessment (uut does not operate in unlock position), rotational speed assessment (instrument reading (forward), and rotational speed assessment (instrument reading (reverse). It was noted in the service order that during an unspecified surgical procedure, it was discovered that the burr device did not work nor move when it came into contact with the bone (urimim media). It was further reported that the burr was the only device used with the motor device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.